Event description:
Patient observed a localized painful swollen red area at the collagen test site and called this information in to the physician. The physician instructed the pt to use cold compresses and to call if pain worsened. Follow up written correspondence noted that the physician assessed the patient the next day and prescribed intravenious rocephin times two days followed by intramuscular rocephin times two days.